Event description:
On 06/06/07, the customer called baxa technical support to report that while drawing syringes from a "stock bag" compounded usingthe em-2400 compounder, the customer was only able to draw 14 syringes when normally the bag volume yields 15. At that time, it was found that the bag weights were less than what was reported from the compounder. The customer then stated that including the "stock bag", 10 cvvh bags were compounded in 2007 and administered to patients. These bags were found to contain less volume than reported by the compounder, as they "ran dry" during admin. They reported that this did not result in any pt injury or illness, nor did it require medical intervention. This report was not related to an equipment malfunction.

Manufacturer narrative:
To determine the cause of this issue, an eval of the database, black box files, mix-checkreports, and tpn labels for that day's production was conducted. In addition, a nice visit was performed by baxa technical support on 06/13/2007. Per normal operation, the loadcall forces the user to calibrate prior to compounding. Upon investigation, it was determined that during calibration, a bag was left on the loadcell. Therefore, when the loadcell was tared, a positive force was noted and reported to the user through an error message. Through further investigation, it was found that the user dismissed the error message and proceeded with the calibration. This action caused the systme to adjust the pump in such a less-than-anticipated. As a result of this issue, it was concluded that all ingredients pumped were scaled down by the same percentage, resulting in bags that were outside of intended delivery volume, but in the same concentration percentage intended in the original order. The loadcell in use on the system at the time of the issue was returned to baxa for eval. The investigation performed by baxa engineering indicated that the loadcell operated as intended. After further discussion with the customer, it was confirmed that there was a small bag on the loadcell at the time of calibration causing the weight errors. The customer was retrained to the em-2400 operating procedure by baxa technical support while on site.